Event description:
Per the clinic, the patient experienced poor performance with the device and continuous inflammation around the implant side. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: the correct explantation date and date of event is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2013

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.